Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.

Event description:
It was reported that the lead was attempted, not implanted. During the implant, the lead would not advance out of the superior vena cava (svc) on the right sided implant. They noticed the helix appeared to be extended. Multiple turns to retract the helix were unsuccessful. The lead was removed and then the helix was retracted. The physician chose to implant a different lead and it remains in use. No patient complications have been reported as a result of this event.